Event description:
On (B)(6) 2015 a patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Following deployment of the contralateral leg endoprosthesis, the leading olive broke off in the patient. The olive was retrieved from the patient with a snare. It was reported there was nothing unusual about the patient's anatomy and there was no resistance felt with the device before and after deployment. The patient did well following the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was received by the manufacturer on 6/17/2015.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results: the engineering evaluation stated the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The findings form the evaluation are consistent with the physicians's observations. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information.